Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached 233 mg/dl. The patient had a headache. For treatment, the patient gave no information. The patient was still admitted. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.